Event description:
Inbound. Patient reports cadd ms3 pump alarming low volume today when cartridge not expected to be changed until tomorrow, using 3 milliliters cadd cartridge lot number 210720 and expiration date 7/19/2023. Cassette available for return, box sent to return defective cassette. No further details provided. (B)(6).